Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 75% stenosed target lesion being treated was located in the moderately tortuous and calcified mid left anterior descending (lad) artery. The 12x3.75mm nc quantum apex balloon catheter was advanced to the lesion for post-dilation of a 3.50x23mm non-bsc stent and it ruptured at 20 atms after 30 seconds on the first inflation. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.